Event description:
The customer reported that the gastrointestinal videoscope exhibited an e226 scope communication error. The issue was identified during inspection for use and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.